Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
The patient presented in the clinic for an implant procedure. During the procedure, the physician was unable to tighten the screw for the atrial port. A new device was used to complete the procedure. There patient experienced no adverse consequences related to the procedure.